Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset instructions and guided them through the process, after which the pump no longer displayed the error code. The caller was advised to wait 20 minutes before starting their sensor session, which they understood and acknowledged.